Event description:
It was reported that the patient presented to a follow up on (B)(6) 2012 and the lead exhibited noise. The lead was explanted on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
As received, the lead was cut in the field and only approximately 15 cm of the proximal part was returned. Since the entire lead was not returned, a complete analysis could not be performed.